Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des and two non-medtronic stents were implanted in the rca. Approximately 25 months post index procedure patient died. Investigator assessed the event as not related to the index device or anti-platelet medication. (Update (B)(6)2019 also reviewed)